Event description:
Third degree burn; I had extreme stabbing pain in my left foot for 3 days. I applied the wahl massager with deep heat attachment. I placed it on the bottom of my foot for less than a min of massage. I then turned on the heat switch and placed it on the top of my foot with heat and massage. In less than 2 mins, the heated massager pulled off the skin and left an open burn on the top of my foot. After this event, I tested the temperature of the heated metal plate and it was 126 degrees. FDA safety report ID#s: (B)(4).